Event description:
This x-ray system aborted during operation with error message: 0012.

Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. (B)(4).